Manufacturer narrative:
The customer called the siemens technical solutions center (tsc). After reviewing the instrument data with the customer, the tsc specialist instructed the customer to change tubing, perform an integrated multisensor technology system clean, replace a sensor, and replace the salt bridge gap assembly. The customer ran the dilution check and corrected the bias, and then ran quality controls, which were within range. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium results were obtained on patient samples on the dimension xpand plus with hm instrument. The discordant results were reported to the physician(s). The samples were rerun and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.